Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: (B)(4) 2016: dated through (B)(4) 2016: normal power consumption. Additional notes: 2 vad disconnect alarms have been logged on (B)(4) at the following times: (B)(4) 2016 at 20:28:39 and (B)(4) 2016 at 20:49:39. The heartware system instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. This is one of two reports (3007042319-2016-00603 and 3007042319-2016-00604) submitted for devices related to the same event.

Event description:
It was reported that the patient experienced an "electrical fault" alarm and the controller was subsequently exchanged. Prior to the patient's discharge hospital staff decided to inspect the driveline connector for contamination. The perfusionist confirmed contamination and a driveline connector cleaning was scheduled. The patient was prepped with "peripheral venous cannula" and oxygen. The new controller connectors were reported to be clean, but there was blood visible on the surface of driveline connector. A driveline cleaning procedure was performed per fs0008 rev 03. The blood was reported to be "very hard to remove". Two cycles of cleaning were performed with total pump off time of 1 minute 20 seconds with a break of four minutes in between each cycle. The patient tolerated the procedure without issue. The patient was reported to be discharged from the hospital within the next day or two.